Event description:
It was reported that during the insertion of an ao60g iol the delivery device ((B)(4)) cracked, causing the lens to get stuck in the incision. The incision was enlarged to remove the lens and sutures were used to close the wound. Another lens of same model and diopter was implanted successfully. Please reference MDR#: 1119279-2012-00160 for the delivery device.

Manufacturer narrative:
The lens was returned to b+l for evaluation. A supplemental report will be submitted upon completion of the investigation.